Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to confirmed and duplicate the reported issue. Visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. Driver,motor 3-phase is an outside vendor assembly and is beyond of fa lab investigations. The uut failed internally. The uut was installed in a known good vela test stand. Powered in user mode where the unit showed motor fault alarms upon start-up. Unit was powered in service mode; the event log was reviewed motor fault errors.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that motor fault occurred repeatedly. The customer replaced the driver motor pcb (printed circuit board) and o2 (oxygen) sensor. Then the error did not reproduced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient with fio2 (fraction of inspired oxygen) set up to 60%. The patient spo2 (oxygen saturation) did not improved and was found that the monitor count was 16% only. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.